Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three events of infusion set tubing detachment from connector on (B)(6) 2024. The site location was the abdomen. The location of detachment was detachment close to site location quick release/site connector tubing connector. No further information was available.